Event description:
On (B)(6) 2012, customer reported that their dxh 800 instrument had an internal leak of blood & reagent that filled the catch tray below the air mix temperature control (amtc) module. The volume of the leak could not be determined. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a leak from the 4 solenoid block to the retic stain heated chamber due to a partially clogged port. Fse noted that cleaner had leaked and the fluid damaged the solenoid responsible for the draining of the nucleated red blood cell (nrbc) chamber. Fse replaced the 4 solenoid block for all chambers, the peltier module, the temp/sol board and the nrbc mix chamber and drain solenoid. Fse also replaced the retic stain heated chamber because it had become wet and emitted a burning smell. These repairs resolved the issue and no further leaks were reported.

Manufacturer narrative:
Fse replaced the 4 solenoid block for all chambers, the peltier module, the temp/sol board and the nrbc mix chamber and drain solenoid. Fse also replaced the retic stain heated chamber because it had become wet and emitted a burning smell. (B)(4).